Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset was verified, the alleged "screeching" was unable to be verified, and the alleged unresponsive touchscreen was found to be most likely related to the reported unexpected reset.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown. Reportedly, when the pump was powered back on the touchscreen was unresponsive to presses and was making a "screeching" noise. Customer's blood glucose level was 304 mg/dl. Reportedly, the customer had manual injections for continued insulin therapy.